Event description:
The customer states that the cell-dyn 3700 analyzer is generating intermittent erratic results. A patient result was reported from the lab with a hemoglobin result of 10.7 g/dl. The customer noticed that seven sample values on the sample rack all had flagged results. The samples were repeated and the sample noted previously retested with a hemoglobin result of 8.78 g/dl. The sample was repeated on another cell-dyn 3700 analyzer in the lab with a generated hemoglobin result of 8.8 g/dl. Controls remained within specifications. The customer tried a number of troubleshooting procedures that did not resolve the issue. The customer requested a service call. There is no impact to paient management reported.